Manufacturer narrative:
The insulin pump was received button error alarm due to flattened escape button creased dome switch. No crack found at case. However, pump received with scratched lcd window and peeling button keypad overlay. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 270 mg/dl. Troubleshooting was performed. The device was returned for analysis.